Event description:
Additional information was requested on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 and no response has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. (B)(4). Additional information: called the account and spoke to the risk manager. She said that she did report the event to the FDA, but that she did not have any more information. However, she did know that the sales rep had come in for an in-servicing. She also said that she would contact the head of surgery as she was more familiar with the case. She did say that it was a male patient who had come in (B)(6) 2010 and then expired in (B)(6) 2011. To date, no additional information has been provided by the account. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Per maude report form # (B)(4), during a bowel procedure, the patient admitted on 2010, with c/o persistent nausea and vomiting for four days. Bowel obstruction per small bowel series. The patient was taken to surgery in 2010 for small bowel obstruction with ethicon reloadable linear stapler 60 mm. The patient had c/o abdominal pain and emesis. Ng inserted with no relief. Free air noted on abdominal x-ray. The patient returned to surgery in 2011 for resection of staple line. The patient expired in 2011.